Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient, who has been waiting in the hospital for dialysis catheter placement, has been having transient low flow alarms nightly. The patient was asymptomatic but has a small left ventricle with moderate right ventricle dysfunction. The patient remains hemodialysis dependent.

Event description:
The patient's controller was upgraded with low flow software on (B)(6) 2022. The low flow alarms did not resolve after the patient's medication and pump speed were adjusted. The patient continued to have persistent nightly low flow alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of right heart failure and renal dysfunction could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed through this evaluation as no log files were submitted for review. Although a specific cause for the reported alarms could not be conclusively determined through this evaluation, the account indicated that the patient had a smaller left ventricular cavity size with right ventricular dysfunction. The account indicated that right heart failure existed prior to left ventricular assist device (lvad) implant and that the device did not cause or contribute to right heart failure. Additionally, the patient's renal dysfunction was reportedly not related to or caused by the device or a device failure. The onset of renal dysfunction was unclear; however, it reportedly existed prior to lvad implant. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.